Event description:
Per the clinic, the patient was prescribed with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, it was reported that there was no explant but rather the surgeon replaced and secured the ground electrode only.

Manufacturer narrative:
This report is submitted on dec 17, 2021.

Event description:
Per the clinic, the patient experienced a dehiscence of the wound secondary to an infection (treatment unknown). The device was explanted (date unknown). It is unknown if the patient was re-implanted with another device. Further information is being sought from the clinic.